Manufacturer narrative:
(B)(4)

Event description:
(B)(6). Same case as MDR ID:2134265-2017-06287. It was reported that recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A 27m watchman ® laa closure device & delivery system was inserted into the watchman ® access system. One partial and one full recapture was performed as there was a jet noted after deployment. A 33mm watchman ® laa closure device & delivery system was then selected. The first deployment was not successful and position was too distal, so one partial recapture was performed, but device positioned too proximal this time, so decided to recapture the entire device and exchange it for a new 33mm device. They tried to fully sheath the device, however, implanter felt strong resistance and the device did not go inside of the sheath. They tried to sheath the device by pushing the was over the device, but couldn¿t recapture the device and was started to kink. Therefore, device was taken out together with was. It was noted that a portion of the device was sticking our during the removal. The procedure was completed by inserting a new was along with a support guidewire, and a new 33mm closure device was implanted.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the watchman delivery system (wds) along with the watchman access system (was) were returned. The wds was inside the was as received, with the hub of the wds 9cm from the was valve. The implant was protruding from the tip of the wds 8.5mm. Blood was on the devices. The hub, shaft, tip, core wire, and implant were examined. The implant was deployed during analysis and the wds was removed from the was. The wds shaft was buckled from 3.5cm to 5cm from the hub the shaft was flattened/damaged from 3cm to 5.5cm from the tip. The tip was damaged with evidence of anchor damage on the tricuts and one of the tricuts folded in. The core wire was kinked 2cm from the tip of the core wire and the anchors were damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4). Tw#: (B)(4).

Event description:
Salute clinical study. Same case as MDR ID: 2134265-2017-06287. It was reported that recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A 27m watchman ® laa closure device & delivery system was inserted into the watchman ® access system. One partial and one full recapture was performed as there was a jet noted after deployment. A 33mm watchman ® laa closure device & delivery system was then selected. The first deployment was not successful and position was too distal, so one partial recapture was performed, but device positioned too proximal this time, so decided to recapture the entire device and exchange it for a new 33mm device. They tried to fully sheath the device, however, implanter felt strong resistance and the device did not go inside of the sheath. They tried to sheath the device by pushing the was over the device, but couldn¿t recapture the device and was started to kink. Therefore, device was taken out together with was. It was noted that a portion of the device was sticking our during the removal. The procedure was completed by inserting a new was along with a support guidewire, and a new 33mm closure device was implanted.